Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to an issue with the leaflets closing. The patient is reported to be stable.

Manufacturer narrative:
The reported event of ¿an issue with the leaflet closing¿ was confirmed. Leaflets 2 and 3 contained calcifications impeding leaflet mobility. Circumferential fibrous pannus ingrowth was observed on the inflow and outflow surfaces, narrowing the inflow diameter of the returned 21mm trifecta valve. Fibrous thickening was also observed on all 3 leaflets. Leaflet 2 contained a perforation in the midportion. No acute inflammations were present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.